Event description:
The case happened on (B)(6) 2011. (B)(6) female was admitted with a stemi and treated on the culprit lesion in the rca on (B)(6) (rescue pci). She had some pathology on the lad and cx, and was evaluated with a new procedure on (B)(6). Ffr on the lad showed nonsignificant disease (0,87). When trying to pass the ffr-pressure wire through the atherosclerotic lesion is cx, there were difficulties. The experienced operator (dr (B)(6), with >1000pcis) used a balloon to try to stabilize the distal part of the wire, to navigate in the tortuous cx. Then a dissection occurred, causing a subtotal occlusion on the vessel. A ptgi wire was placed distal in the right lumen, and a total of 3 des was placed to recanalise the distal part of the vessel. A smaller posterolateral branch from the cx occluded due to this procedure. Pt had chest pain, enzyme rise (ck-mb 90 maximum) - a procedure related new infarction per definition, and had to stay an extra night in the hospital due to this complication. The left ventricular function was normal after both procedures. Our reports later tell us she is symptom free.

Manufacturer narrative:
The product was not returned; however, we do not believe the cause of the dissection was due to device malfunction or any deficiency with the instructions for use requiring corrective action. We will continue to closely monitor the performances of this product for any significant trends.